Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date he obtained results of ¿213 and 285 mg/dl¿ on the subject meter, which he felt were inaccurately high in comparison to results of ¿213 and 293 mg/dl¿ obtained on a sonos meter and a result of ¿213 mg/dl¿ obtained on a freestyle meter. The tests were reportedly performed within 30 minutes of each other. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and continued to take his usual dose of 36 units of lantus insulin and 10 units of ¿novalos¿ insulin in response to the alleged issue. The patient claimed that 40 minutes after the alleged meter issue he developed symptoms of ¿sweating, shaking and hunger¿, however denied receiving any treatment. During troubleshooting the cca noted that the meter had been set to the correct unit of measure and that an approved sample site was used, however the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a serious hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/08/2015). The patient¿s meter has been returned on 1/22/2015 and evaluated by lifescan product analysis on 1/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.